Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen was missing a pixel. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.